Event description:
Imaging tech pulled the wall-mounted sharps container from the wall holder to close it as it was full. While pushing lid closed, the entire lid came off and fell down into the container. No injury to staff member. Sci-med wasted systems rep was immediately notified. Device was saved for their evaluation. He came and picked it up today ((B)(6) 2015). Manufacturer response for wall mounted sharps container, wall mounted sharps container (per site reporter): the field rep picked it up today for evaluation.